Manufacturer narrative:
(B)(4). The affected product has been rec'd and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
Rec'd report that tubing snapped at the channel. Not with rec'd set states: "while transferring pt to test, IV tubing snapped at the channel (machine). IV had to be turned off for the duration of the test until pt returned and new tubing obtained". There was no report of pt or user harm and no medical intervention was reported. Although requested, no further pt or event info was provided.